Manufacturer narrative:
The customer was sent a replacement pump. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4) . Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis."riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional info or the original product be received, resulting in new, changed or corrected info, a f/u report will be filed at that time.

Event description:
On (B)(6) 2015, the customer reported to medela customer service that her pump in style pump had low suction and she developed a breast infection in her right breast. The customer stated that her physician prescribed oral antibiotics due to her breast infection.